Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading(dc-dc code 7 and limit) indicating possible device malfunction. X-rays reviewed by neurologist did not reveal any obvious discontinuities in the vns therapy system. Further follow-up revealed that the lead connector pin did not appear to be fully inserted into the generator connector block via x-ray. Revision surgery was scheduled, but the pt was hospitalized for 5 days due to seizures prior to the surgery date. The pt has reportedly not suffered any injury or trauma that may have caused damage to the vns therapy system. The pt's vns therapy system was programmed to off. The pt underwent lead replacement surgery at which time it was reported that the lead was broken.